Manufacturer narrative:
The system application support lab scientist indicated that qc was within specification prior to and after the event. Qc is run daily. Investigation summary: during the uncapping/recapping process, a pressure may be created inside the tube and trap some of the blood sample in the rubber cap void. Trapped blood sample in the void may be surfaced on the top of the cap during the venting of the sample tube. If this occurs, the tube venting may be impeded leaving some residual pressure inside the sample tube. If this occurs, some sample may be pulled out of the aspirate probe causing a short sample e.g. Lower cbc results. A malfunction will be assumed for the purpose of this report. No pt diagnosis or treatment were affected by this study.

Event description:
During an internal validation study. Erroneously low cbc results were generated by the act diff 2 analyzer. (Sas) lab scientist indicated the following: the specimen was collected into a monoject blood collection sample tube. The specimen was tested for cbc in a closed vial mode 5 times to generate reporducibility data. The cbc results were averaged. The specimen tube was then uncapped, re-capped, and re-tested for cbc in a closed vial mode. (Run #6a-see table below) the cbc results were lower by approx 30% when compared to the averaged results. (Runs 1-5) the same specimen was uncapped and re-capped 2nd time and re-run in a closed vial mode (run #6b-see table below). The cbc results were lower by approx 10% when compared to the averaged results (runs 1-5). Scientist indicated that low cbc results occurred for all measured parameters of the cbc (rbc, wbc, hgb and platelets).